Manufacturer narrative:
Technical services discussed additional troubleshooting techniques. Technical services discussed continued monitoring at the physician's discretion. The available information suggests this device remains in service. Should additional information becomes available this report will be updated.

Manufacturer narrative:
The device was reprogrammed to mitigate the oversensing. Additionally, the patient will be scheduled for a lead revision procedure. Should additional information become available this report will be updated.

Event description:
Additional information was received indicating high out of range pacing impedance measurements were again observed. No adverse patient effects were reported.

Event description:
Additional information was received that the patient underwent a perfusion scan. A four second pause was observed via telemetry strips, however, there were no episodes recorded in the device. Boston scientific technical services (ts) discussed possible electromagnetic interference (emi) or that the electrocardiogram leads may have temporarily dislodged during the scan. A store episode was later observed with noise resulting in two seconds of pacing inhibition. The patient experienced shortness of breath, however it was undetermined if the shortness of breath was related to the pacing inhibition. No adverse patient effects were reported.

Manufacturer narrative:
Technical services discussed bringing the patient into clinic for further evaluation. The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that a latitude alert was issue for this implantable cardioverter defibrillator (ICD) due to high out of range right ventricular (rv) pacing impedance measurements. This device is implanted with another manufacturer's rv lead. The patient was brought into clinic and pacing impedance measurements were consistently 650 - 680 ohms. Additionally, all other lead diagnostics were acceptable and there was no evidence of noise. No adverse patient effects were reported.